Event description:
Customer reports that there are segments missing on the device and that a result appeared to be 620mg/dl. No action was taken on the result. Missing segments were found while troubleshooting with manufacturer. Requested return of suspect device and replacement was sent.